Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported sf131 and revealed an error message (sf188) related to safety assert signal test. Performance testing could not reproduce the reported sf131. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf131 was due to false activation while sf188 was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference # :(B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf131) related to main blower temperature sensor. There was no patient harm or serious injury reported as a result of this incident.